Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017, voicemail, (B)(6) 2017, voicemail, (B)(6) 2017, phone. The customer biomed replaced the pneumatic unit to resolve the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017, voicemail, (B)(6) 2017, voicemail, (B)(6) 2017, phone. The customer biomed replaced the pneumatic unit to resolve the reported issue.

Event description:
The hospital reported that, during patient use, the unit began alarming service notice and the unit was no longer delivering adequate volumes and pressure. The customer observed a smoky odor from the patient circuit so they manually ventilated the patient. There was no reported patient injury.